Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was reported with no user allegation. A root cause could not be identified. Based on the results of the investigation, the device was found to have a leak stemming from a puncture in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a leak stemming from a puncture in the cable. There was no patient involvement.